Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry during a follow up appointment. Some time before the follow up, a revision had been performed due to ICD migration.